Manufacturer narrative:
Product event summary: analysis could not confirm the oversensing issue using the virtual interactive patient and a good programmer. It was found that the analyzer's patient connector had disturbed pins.

Event description:
It was reported that the analyzer was oversensing. The analyzer has been returned for service. No patient complications have been reported as a result of this event.